Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The three other perclose proglide devices are being filed under separate manufacturer report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using four proglide devices with an 8f sheath after a peripheral interventional procedure. Reportedly, cuff misses occurred with all four proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.